Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow has not been responding well for about 2 months. It exhibits a delayed response requiring multiple presses. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): on investigation, the keypad was fully intact. All keypad buttons were responsive on testing. The keypad cover was removed for investigation and revealed contamination under all key contacts.